Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion factory service center received the suspect components, a 3100b driver assembly and alarm board assembly. An evaluation of the driver did not duplicate the reported issue. The driver operated within manufacturer specifications. Upon completion of the alarm board assembly evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) and amplitude are fluctuating on the ventilator. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a 3100b alarm board assembly, and evaluated the component. An evaluation of the component isolated the issue to a defective u12 pin 4.